Event description:
A surgeon provided patient data along with a request for nomogram assistance. During review of the data, this patient was noted to have a 1-line decrease in bcva in the left eye at 1 week and 1 month post-op. Additional information has been requested.

Manufacturer narrative:
The investigation, including root cause determination is in progress.